Event description:
It was reported that during open heart surgery the catheter was inserted into the superior vena cava through the right internal jugular vein using the sledinger technique. It was stated that a rapture occurred in the right ventiricle caused by the wire. The catheter was left in place where it was originally positioned after suture of the right ventricle. It was stated that the pt had developed severe tamponade, but had an uneventful recovery after diagnosis and treatment.